Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation visual analysis of the photographs identified: yellow particles on the surface of the shell. Broken shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an intracapsular rupture of the right device. Device has been explanted.